Event description:
The complainant alleged while defibrillating a patient (age and gender unknown), the device would intermittently not discharge. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.